Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.